Event description:
It was reported that balloon rupture occured. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 9 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported.